Event description:
A customer reported a power source alert while using the tandem charging cable and wall adapter, which failed to resolve the issue despite following recommended steps. There was no adverse impact to the customer¿s blood glucose level. The customer continued using their current pump as backup therapy while tandem technical support arranged to send a replacement pump.